Manufacturer narrative:
Product ID: neu_ptm_prog, serial# unknown, product type: programmer. Patient product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced an overstimulation sensation. It was reported that the patient was programmed on (B)(6) and when he got home his stimulation would increase from 2.80-2.90v to 5.80-5.90v. It was noted that the patient could be lying still and this would happen, and the stimulation knocked the patient to his knees. It was reported that the patient was not on scheduled therapy. It was noted that there was no known accident or incident related to this complaint. Additional information has been requested, but was not available as of the date of this report.